Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the entire lead was returned for analysis. The stylet of this lead was returned still in the lumen. The complaint of this lead perforating the right ventricle could not be confirmed by the analysis completed.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the right ventricle. The patient experienced loss of capture (loc) in the rv due to the perforation. A new lead was successfully placed with no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.